Event description:
A talent captiva stent graft system was attempted in a pt for the endovascular treatment of a 6 sm thoracic aortic aneurysm. The iliac arteries were 7 mm to 7.9 mm in diameter. The thoracic neck was very short. The left vertebral artery was the dominate artery; therefore the subclavian artery would need to be covered; a bypass was performed with a dacron graft successfully. The physician then inserted a 5-french sheath into the left femoral artery. Access to the right femoral artery was with a micropuncture. An 8-french sheath was placed and a wire was used for the ultrasound to evaluate the artery. The artery was 7.9 mm in diameter. Three dilators from another MFR were used prior to the insertion and successful deployment of two talent captiva stent graft systems (MFR report# 2953200-2011-01562). A balloon from another MFR was used to model the stent grafts at the proximal overlap and distal portion of the stent graft. The completion angiogram revealed good placement and good seal. The physician then removed the 8-french sheath and replaced it with a 16-french sheath and performed an angiography of the iliac artery. There was a dissection of the right common iliac artery that was repaired with a 10 mm x 6 cm self expanding stent and ballooned with an 8 mm balloon. The sheath was removed; however, there was significant injury to the artery. The physician dissected out more proximally and extended the arteriotomy proximally and distally and then patched the area with a bovine pericardial patch. There were good proximal and distal endpoints. Prior to the procedure, the pt was dependant on oxygen, with more required at night. The pt remained in the hosp with oxygen; however, the pt refused to be intubated and also had a (B)(6) and (B)(6) . The pt expired (B)(6) later.

Manufacturer narrative:
(B)(4). Eval: results: arterial trauma/dissection/perforation, death. Small vessels, pt refused add'l treatment, oxygen dependency. Conclusions: small vessels, pt refused add'l treatment, oxygen dependency.